Event description:
The customer reported that the system locked up while archiving images to pacs. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge drive and circuit board were replaced and the system software was upgraded. The system was then found to be operating as intended.